Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (201.4 iu/ml, 204.2 iu/ml and 212.2 iu/ml), all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined due to insufficiency information provided by customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report from distributor - customer alleging false negative urine hcg. Reporter alleging the hcg pregnancy test showed a negative result. An unspecified quantitative test was performed at a surgery center prior to the patient having an operation and it came back positive and she not longer needed surgery. The reporter said the patient had not been harmed in any way. Quantitative results were not reported. Patient's last menstrual period was (B)(6) 2015. No reported adverse patient sequela.